Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), neuron max 6f 088 long sheath (neuron max), and non-penumbra stent retriever. During the procedure, the physician advanced the stent retriever and jet7 to the face of the clot in the target vessel using the ¿grappling hook¿ technique. To complete the first pass, the stent retriever was then retracted, followed by the jet7. While retracting the stent retriever and jet7 through the rotating hemostasis valve (rhv), they became stuck. It was noted that the rhv was open all the way. Subsequently, it was entirely removed, and the physician was able to pull the stent retriever and jet7 out. Upon visual inspection, the jet7 was observed to be stretched and bent about 2 cm from the distal end. The procedure was completed using another non-penumbra stent retriever, non-penumbra catheter, same sheath, and balloon angioplasty. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-00309. 1.section h. Device code 2. Results: the jet7 was stretched approximately 129.0 thru 131.0 cm from the hub. The total length of the jet7 was 132.0 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed that the distal end of the catheter was stretched. If the stent retriever is forcefully manipulated within the distal shaft of the jet7 during the procedure, damage such as stretching may occur. During the functional test, the non-penumbra stent was removed out of the returned jet7 without an issue. The jet7 was attempted to advance through a demonstration neuron max, however, resistance was encountered while attempting to advance the jet7 through a demonstration rhv, and the jet7 could not be advanced any further. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.